Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going more. They saw their doctor and changed the program and was doing great. The increased frequency was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient fell the day prior to the report and it hit right on their incision, and since then patient had been going to the bathroom more than they had been. Patient stated that the device was still working. It was reviewed that falling could affect the stimulator and the patient was redirected to the health care provider (hcp) to determine if components were affected by the fall. No further patient complications were reported as a result of this event.